Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's screen turned completely white and was illegible. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damage to the front and rear housing not consistent with normal wear and tear. The lcd module was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.